Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 444 mg/dl. Customer stated that her insulin pump buttons were unresponsive. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification. No unexpected low battery or off no power alarms noted. Unit passed self-test, displacement, rewind and basic occlusion and excessive no delivery alarm tests. Unit was unable to prime during prime test, due to faulty force sensor. Unit was unable to complete occlusion test due to prime anomaly. Intermittent button response noted during testing due to corroded keypad traces. Unit was received with broken battery tube threads, display window corners, reservoir tube lip and scratched display window.